Event description:
It was reported that the computer monitor display has stopped working and going dark. Customer also reported an error 4163 x-cup transfer x-axis home overrun on the aia-2000 analyzer. This is a reportable event based on delay in reporting patient results for follicle stimulating hormone (fsh), luteinizing hormone (lhii), and prolactin (prl).

Manufacturer narrative:
An investigation was performed in response to a complaint of computer monitor display has stopped and going dark. Customer also reported an error 4163 x-cup transfer x-axis home overrun on the aia-2000 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) was unable to reproduce the reported event due to time constraints. The fse replaced the computer and reloaded all software in order to correct the blank display issue. The fse replaced the picking up mechanism in x-axis to correct the 4163 error. After the pickup assembly replacement and adjustment, the fse performed 2 consecutive macros without any issues. In conclusion, this investigation confirmed an issue with the computer and pickup assembly due to a component failure. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. The aia-2000 operator's manual under section 04 - error messages states the following: [4163] x-axis cup transfer z-axis home overrun cause: the home sensor activated improperly after movement of the x-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. A 13-month complaint and service history review for serial number (B)(4) from the date of (B)(6) 2021 through aware date (B)(6) 2022 was performed for similar complaints. There were no similar complaints identified during the search period.

Manufacturer narrative:
The hp elite desk computer was returned to tosoh instrument service center for investigation. Functional testing did not confirm the reported monitor display has stopped working and going dark was due to a component failure. The computer operated as expected during testing, therefore cause of the reported event cannot be traced to the device the most probable cause of the reported event cannot be traced to the device.